Manufacturer narrative:
No additional details of the event are known yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user's complaint was confirmed. Unit tested and inspected. Found bent pin #12 bottom middle section inside video connector causing no image with test scope. In addition, found worn out lock latch mechanism on video connector causing unsecure connection, unit is equipped with the old version software and old version main switch. Unit passed all other functional tests. All video output signals cleared the test.

Event description:
As reported for this event, during preparation for use, the device yielded no image. The latch did not hold the scope connector in place. There was no patient involvement.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. The initial reporter is a biomedical technician. All the device connections were checked and found to be secure, though the bent pin in the connector was noticed. No error message had been displayed. The same device was used in the intended procedure; however, an hd scope rather than a standard scope was used with it for the intended procedure.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The results of the device history record (DHR) review shows that the subject product was returned to the logistics to update the fpga in order to repair the image abnormalities. The shipping inspection was performed for the repaired product in the logistics to confirm that there was no abnormality in manufacturing, concession and variation. The reported issue for this event is device yielded no image. Unit tested and inspected. Found bent pin #12 bottom middle section inside video connector causing no image with test scope. In addition, found worn out lock latch mechanism on video connector causing unsecure connection possible causes for the issues are: 1) no endoscopic images appear. (Kinks of the terminal on the video connector socket) the above might have been caused by some abnormalities on the electrical contacts of the endoscope inserted into the video system center. 2) failure to lock the video connector. It is considered that the above might have been caused due to the improper handling by the user. The instructions for use includes the following statements: connection of an endoscope: confirm that the video connector of the videoscope are not damaged. Termination of the operation: when a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.